Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked, the barrel clamp guide guard was broken, the tab was broken off the size pot and there was key pad damage. Auxiliary control unit (acu) watchdog error found in pump event history log. During functional testing the reported issue was unable to be duplicated. The main board did not operate as intended, which is what caused the intermittent of the acu watchdog error. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main board for preventive and performed power up process and all functional tests which passed.

Event description:
It was reported that the pump failed the power on self test. No patient injury was reported.